Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that half the keypad cover was torn off, exposing the button contacts. All keypad buttons responded normally to button presses. Contamination was found under all key contacts when the keypad cover was removed. Investigation also revealed that the battery compartment was cracked, and the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts, a crack in the battery compartment, and a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.